Event description:
The duett sealing device was deployed during a diagnostic procedure in a 5f sheath. It was reported that resistance on the balloon was felt as the catheter was being drawn back. A loss of pressure then occurred and the balloon deflated prior to procoagulant delivery. After examination the balloon was found to have a complete radial tear. No adverse event resulted from this incident.